Event description:
A priming bolus was incorrectly programmed for 2000 mcg instead of 200 mcg. No patient symptoms or complications were associated with this event. The patient was ok and they were receiving effective therapy. The pump contained bupivacaine.

Manufacturer narrative:
Concomitant medical products: product ID 8835, serial# (B)(4), product type: programmer, patient; product ID 8781, serial# (B)(4), implanted: (B)(6) 2015, product type: catheter; product ID 8840, serial# unknown, product type: programmer, physician. (B)(4).